Event description:
New information received noted that the implantable cardioverter defibrillator was successfully restored with technical services over the phone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was in backup operation. The patient got shocked multiple times due to a malfunctioning right ventricular lead. There looked to be insulation damage shown by low impedance. The patient was stable. Related manufacturer reference number: 2017865-2019-15160.